Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic gynecological procedure on an unknown date and mesh was implanted. The patient experienced signs of erosion and of infected mesh. The patient underwent mesh removal on (B)(6) 2013. No further information was provided.